Manufacturer narrative:
Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that during the procedure, this right ventricular (rv) lead experienced helix extension/retraction difficulty. It was also noted that there was an issue with the insulation which was observed on x-ray. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is not expected for return.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the procedure, this right ventricular (rv) lead experienced helix extension/retraction difficulty. It was also noted that there was an issue with the insulation which was observed on x-ray. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is not expected for return.